Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: welds brkn bottom rear s tubing cracked around weld left side +m. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Splitting and breaking at the weld of the chrome side frames.